Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection and additionally reported with the sensor signal not found issue. The customer reported hyperglycemia with the blood glycose value of 33 mmol/l. The event involved product(s) mmt-7841w7. Troubleshooting was performed for the loss of communication and confirmed that the customer reported a loss of communication between the transmitter and the pump. Troubleshooting was performed for the hyperglycemic event and confirmed that the customer has been using the insulin pump within the 48 hours of the reported event. No further patient complications were reported. The customer would discontinue to use of the device, the product return was required for mmt-7841w7.